Manufacturer narrative:
A visual examination of the returned complaint device did not show visual defects. A functional examination was performed, the balloon was inflated and a leak was found due to a pinhole located in the ro marker near the proximal bond of the balloon. This failure is likely due to adverse factors and/or conditions related to the procedure during the use of the device which limited the performance of the device. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this manufacturer report pertains to one of two hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the ampulla of common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent replacement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst. The same issue occurred with the second hurricane rx dilatation balloon. Reportedly, a non-bsc inflation device was used and possibly was not measuring properly. The procedure was completed with a third hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this manufacturer report pertains to one of two hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the ampulla of common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent replacement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst. The same issue occurred with the second hurricane rx dilatation balloon. Reportedly, a non-bsc inflation device was used and possibly was not measuring properly. The procedure was completed with a third hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned complaint device did not show visual defects. A functional examination was performed, the balloon was inflated and a leak was found due to a pinhole located in the ro marker near the proximal bond of the balloon. This failure is likely due to adverse factors and/or conditions related to the procedure during the use of the device which limited the performance of the device. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to one of two hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the ampulla of common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent replacement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst. The same issue occurred with the second hurricane rx dilatation balloon. Reportedly, a non-bsc inflation device was used and possibly was not measuring properly. The procedure was completed with a third hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.